Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with c3-5 tumor, kyphosis, foraminal stenosis and underwent posterior cervical fusion surgery. During surgery, the locking screw for the connector sheared off. The product came in contact with the patient. No fragment of the implant were remaining in the patient. No patient complications were reported.